Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient to the office for reprogramming. Impedances were run, and cervical lead showed 5 of the 8 contacts over 10,000. Reprogramming was conducted, and left arm is currently covered but right arm coverage is not possible. No falls or trauma were reported. The patient was redirected to their surgeon. Surgical intervention was planned but had not been scheduled. No further complications were reported/anticipated.